Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change out with an elevated capture threshold and low out of range pacing lead impedance on right ventricular lead. Lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure and was discharged home later the same day.